Event description:
The infant was less than 3 hours old. The surgeon had clamped and cut the umbilical cord. The infant was then passed to the mother to see her infant. The nurse took the infant approximately 4 feet to the infant warmer for additional cleaning and routine. The rn turned to complete the infant's chart and upon returning to the infant noticed bleeding through the infant's wrap. Upon examination it was noticed that the cord clamp had opened and fell off. A kelly clamp was placed on the umbilical cord until another cord clamp was obtained and placed on the infant. No additional medical treatment was done.